Event description:
It was reported that customer experienced multiple intermittent occlusion alarms. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer gave correction insulin using pump and an additional injection to address the high bg. Reportedly, the customer changed cartridge and infusion set and resumed insulin to address the issue.